Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Event description:
It was reported that bd discardit¿ ii syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR- 1809133: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2017 (september 8th - 10th, 2018). Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #8246948 (september 3rd - 10th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8247760, and #8240564 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8247764, and #8240568 and no problems, defects or qn related to the reported issue were found. We have been provided with a picture of the affected sample. After the evaluation of the returned picture, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4).